Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that clear ring on reservoir was missing and black gasket is no longer remaining seated. Customer's blood glucose value was unknown. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Unit was not received in manufacture mode. Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit was received with pillowing keypad overlay, missing reservoir tube o-ring, minor scratches on case and minor scratches on lcd window.